Event description:
The facility representative reported a power failure, information was not provided regarding whether or not the failure occurred during a patient infusion. The hosp rep stated that there were no reports of pt injury or medical intervention.